Event description:
Freestyle test strips have been changed and they are no longer compatible with the omnipod insulin pump, mfg by insulet. The new freestyle test strips have the same ndc number as the old strips, yet they are completely different. It is my understanding that any product change requires a new ndc#. Abbott told me that the old strips are still available, but that they must be obtained from special contracted pharmacies. It is impossible to order the old test strips without using the special pharmacies because the drum cannot be ordered simply by ndc# because of duplicate products sharing the same #. I was told that the correct nc# for the classic freestyle test strips is (B)(4), however aetna mail order sends new style strips with the same ndc#. Dates of use: (B)(6) 2008 -- (B)(6) 2011.